Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an accuracy issue with their meters. The customer stated that their contour meter stated that they had a blood glucose level of 62 mg/dl but that they felt that it was lower. They stated that it was 30 points lower than their ultra link meter, which they stated actually had a 32 mg/dl. The customer treated with carbs and their blood glucose level was 108 mg/dl during the call. The customer stated that they did not eat as much as they bolused for. The customer added that their belt clip also broke off. The belt clip will be replaced but no product will return for analysis.